Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 282 mg/dl with nausea and vomiting associated with an alleged occlusion issue with the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient stated that due to the multiple occlusion alarms the patient stopped using the pump and while they were off the pump their bg level rose to 300 mg/dl and they manually self-treated with an alternate form of insulin delivery before the call. The customer tested their bg again during the call and it had decreased to 282 mg/dl. Customer support also assisted the patient with changing their occlusion sensitivity in the pump which was programed to ¿high¿. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse; no pump malfunction was indicated.